Manufacturer narrative:
Correction (UDI): the patient was not part of a clinical trial.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported post-implant complications could not be conclusively determined through this evaluation. The hm3 IFU lists renal failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange is reported within MFR report number 2916596-2019-03068. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced a complicated post-operative course after undergoing a pump exchange on (B)(6) 2019. The patient required initiation of extracorporeal membrane oxygenation (ECMO) support, dialysis for acute renal failure, suffered increasing intravenous pressor support, and had ischemic extremities. All life-saving efforts were attempted and the family elected to withdraw care. The patient expired on (B)(6) 2019 and the pump was not explanted.